Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report: 3006705815-2018-01439. It was reported the patient experienced a fall three days after she was implanted with her scs system. Reportedly, the patient begun feeling weak throughout the day after the fall, and was taken to the hospital and admitted. X-ray taken identified the patient's scs leads had migrated. Surgical intervention may be taken to address the issue. In addition, a company representative spoke with the patient and the patient reported her weakness was better.